Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins died and patient's leg started hurting, and they had been unable to recharge due to the insr issues above. The ins died sometime in middle of the night between (B)(6) 2017 and leg hurting woke the patient up at about 2am on (B)(6) 2017. Patient was to follow up with their hcp to address leg pain as necessary. It was recommended to patient to charge ins and to follow up with the hcp if turning ins back on did not resolve the issue. No further complications were reported/anticipated.